Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stent was ruptured during use and replaced with a new one. The issue was detected during installation and the affected product was not used on the patient.

Event description:
It was reported that the stent was ruptured during use and replaced with a new one. The issue was detected during installation and the affected product was not used on the patient.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted, and the ureteral stent was returned in the opened original packaging with an unopened guidewire. An evaluation of the physical sample was completed by future matrix. Though a specific cause cannot be determined, a potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used on a patient, however it is intended for treatment purposes. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.